Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The device passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 49 mg/dl; treated with food. The drive support cap is recessed. The device was not exposed to a magnetic field. The alarm history showed a motor position encoder error alarm the day of the call. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.